Event description:
The patient reported being hospitalized with a blood glucose of 880 mg/dl with a diagnosis of diabetic ketoacidosis. The patient was using the pump upon admission and was disconnected and treated with intravenous insulin. The patient reported being diagnosed with ketoacidosis, renal insufficiency, pancreatitis, and a heart attack; customer support advised the patient that the pancreatitis could have contributed to elevated blood glucose. The patient reported that the site was last changed on (B)(6) 2011. The patient reported having a high blood glucose on (B)(6) 2011 which was treated with an injection. The site was no assessed upon admission; it is unknown if there was blood in the cannula or if the cannula was bent. The patient reported that am and pm were switch on the pump; the pump time was set 12 hours off. The patient confirmed that all other pump settings were correct. The pump bolus history showed two boluses of 0.0 units on (B)(6) 2011. The pump history also showed one time discrepancy; the patient denied removal of the pump battery at that time. The basal and bolus deliveries were added up and confirmed to be consistent with the total daily delivery. Customer support advised the patient that the pump appeared to be delivering appropriately as it was programmed. This report is made based on the allegation that the patient experienced diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.